Event description:
It was reported that the patient has expired after implant duration of approximately 129 months, due to unknown reasons. Per the operative report (1998), the patient was elected for surgery to correct the mitral regurgitation and left the operation in satisfactory condition.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received; however, the cause of death could not be learned. A device history record review is in process. Device not returned.

Manufacturer narrative:
Additional manufacturer narrative - the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.